Manufacturer narrative:
(B)(4). The customer stated the set has been discarded and is not available for failure investigation.

Event description:
Customer reported IV tubing separated just below the bottom flange of the upper fitment. This separation occurred after the IV fluid had been verified flowing through the pump. No abnormal actions or event was reported taking place prior to the detachment. Only normal saline IV fluid was being administered during these events. There was no report of pt harm and no medical intervention was required. Customer stated that no additional event or pt info is available.